Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Reprogramming efforts were performed. Technical services (ts) discussed reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.